Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain and failed back surgery syndrome. A motor stall was seen at initial interrogation, the patient did not recently have a magnetic resonance imaging (MRI). The rep believed that the health care professional mentioned that for the past month, the patient experienced sudden increase in pain and withdrawal type symptoms. Additional information has been requested regarding the patient's medication in the pump at the time of the event; other medication they were taking at the time of the event; the patient's medical history; troubleshooting, diagnostics, cause of stall, actions or interventions that were taken to resolve the issue but were not available at of the time of this report. If additional information becomes available, a follow-up report will be sent.